Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, product type: recharger.

Event description:
The patient reported that they had trouble maintaining their recharger antenna over their implantable neurostimulator (ins) when recharging. They were implanted 1.5 weeks prior to the report and they were having trouble maintaining good recharge coupling. Recharging also irritated the incision site and caused pain. There was some swelling in the area. They tried repositioning the recharger antenna but still had poor coupling. They then used the antenna locate feature and were able to get 8 coupling bars. However, when they sat down they got 4 to 6 coupling bars. It was reviewed that swelling could be part of the issue. The patient was implanted for non-malignant pain. Additional information was reported by the consumer on (B)(6) 2017 that it was not very easy to charge because it did not really stay in place since implant. It was reported that it was sometimes hard to charge when they were vertical because the battery bulges and sticks out of the skin and is almost sideways since around (B)(6) 2016 or 3 months after implant. The patient thought they may need a revision due to these pocket concerns. It was also reported that the belt buckle broke in half on (B)(6) 2017. The patient stated that their implant was almost ¿on e¿ and they were about to go on vacation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a replacement was performed on (B)(6) 2017 because the implantable neurostimulator that was implanted in 2016 was cockeyed and almost breaking through the skin. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an ins revision on (B)(6) 2017 because the ins had always stuck out since (B)(6) 2016 but it was protruding through the skin about one year post implant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that before they had high density (hd) settings, they were still experiencing throbbing in their leg. They stated they only got some relief with the hd settings. The patient was reprogrammed to hd settings before their ins revision but it did not help as much at that time as it did afterwards. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.